Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and the electrode pads were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing by a clinician, the device detected high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a data file was provided for review. Our review of the data file did confirm the occurrence of the customer's report. The customer was advised to replace their electrode pads. Analysis of reports of this type has not identified an increase in trend.